Event description:
A malfunction on the pump was reported by the caller. There was no reported impact on the customer's blood glucose level. Tandem technical support provided information on how to reset the pump and assisted the caller with the reset. After resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue recurs.